Manufacturer narrative:
The complaint investigation for an arm injury sustained from a sample probe, on an architect i2000sr, included a review of information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The operator's right arm was injured on the sample probe when cleaning the rv load diverter assembly. The analyzer was in maintenance status for procedure 6041 daily maintenance when the incident occurred, and the probe moved unexpectedly. Through an extensive investigation, the abbott ambassador discovered that the processing center cover sensor was disabled, which allowed the operator access to the processing center during the daily maintenance procedure. The abbott ambassador reconnect the processing cover sensor and reviewed the event with the operator. The operator was unsure if the maintenance procedure continued as a result of inadvertently pressing local user interface buttons on the processing module keypad as she cleaned the rv diverter assembly. No additional troubleshooting or part replacement was performed by the ambassador. The search for similar complaints identified one additional complaint of a probe injury during the review period that occurred during 6041 daily maintenance on an i2000sr analyzer when the processing cover was open, and the processing center cover sensor was disabled; no deficiency was identified. Trending review determined no related trend for probe injuries for the product. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The manual also cautions the user that maintenance procedures should be performed by trained operators due to moving parts that may cause personal injury. An investigation determined the adverse event injury is associated with a use error and the injury was not due to a malfunction of the sample probe, list number 08c94-47, or the analyzer. Based on the information provided and abbott diagnostics' complaint investigation, the architect i2000sr, serial number (B)(6), met performance specifications and performed as intended at the customer site, and no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an injury to the arm while performing daily maintenance on an architect i2000sr analyzer. The instrument user was manually cleaning the upload solenoid when the sample probe moved and cause the injury to her arm. The user cleaned her arm with soap and water and was tested for (B)(6). She is being treated with the (B)(6) antiretroviral medications tenofovir, emtricitabine, and dolutegravir for one month. The user is doing well now and has returned to work from her sick leave.